Event description:
It was reported the patient had been undergoing radiation therapy and facial surgery for metastatic squamous cell carcinoma of the face for the previous 2 years. The patient is reported to have died from sepsis while under the care of home hospice. The health care professional reported the death was not related to the device system or the implant procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.